Manufacturer narrative:
Follow up attempts were made in an attempt to complete the troubleshooting with the customer, however, no additional information was provided. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels over the last few days; however, no specific dates or bg levels were provided. Despite multiple follow up attempts by tandem technical support, no additional information was provided on the reported event.